Event description:
The customer reported an "air source fault". This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
The (B)(4) blower assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the blower assembly revealed no evidence of damage or contamination. The blower assembly was tested with the 3rd generation power supply (s/n (B)(4)) and the esprit v850e cpu pcba (s/n (B)(4)) installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned blower assembly would not power on and deliver breaths, generated diagnostic code 1012 (vent inop), and the blower assembly would not spin at start up. In the following test, the blower assembly motor winding resistance & hall effect sensor was tested. It was determined that the hall sensor hb & hc output does not toggle when the motor shaft is rotated indicating that the hall effect sensor hb & hc are nonfunctional. The blower assembly test failed, bad hall effect sensors hb & hc generated the blower not to function. Fault was found on this returned blower assembly.